Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient with sepsis was ordered a routine infusion of total parental nutrition (tpn) plus electrolytes at a rate of 42ml/hr with a volume to be infused of 1008ml. The infusion was completed in 15 hours and 29 minutes. Treatment team was notified. Dextrose 10% and insulin was started. Patient's electrolytes returned to baseline.

Manufacturer narrative:
Omit: concomitant med prod data ((8015), c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue of an over infusion of tpn was confirmed to have been caused by user programming error through review of the device logs; however, it was not replicated during testing since the devices were not received for inspection. The facility had reported the rate to be 42 ml/hr. And the vtbi to be 1008ml on the date of the reported event. The initial remote infusion programming of a drug with the alias 5550003 (identified as tpn through review of the data set) was recorded on 14jan2025 at 9:06 pm. The rate was 35 ml/h and the volume to be infused (vtbi) was 1001 ml. It was noted that the device was in use for approximately eight (8) days prior to the reported event time, with no issues reported. On 15jan2025, at 9:16 pm, a remote infusion programming was received with a rate of 70 ml/h and a vtbi of 2001 ml. The last recorded infusion of tpn was programmed and started on 21jan2025, at 8:09 pm. The rate was 70 ml/h and the vtbi was 2001 ml. The unit was removed on 22jan2025, at 1:00 pm, and attached again at 1:01 pm, the infusion parameters were restored, and the infusion was started. This happened again at 1:06 pm. At 8:27 pm, the pause key pressed. Then, at 8:31 pm, a safety clamp open alarm was observed, and the infusion was restarted at 8:35 pm. The vtbi was changed to 1000 ml. On 23jan2025, at 7:22 am, the rate was manually adjusted to 42 ml/h. Between 9:45 am and 9:46 am, three (3) air-in-line alarms were observed. The infusion was restarted at 9:46 am. The unit was channeled off and removed at 12:57 pm and the system was later powered off at 3:02 pm. The total volume infused (tvi) was calculated at 2643.7 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Inspection and testing could not be performed as the devices were not returned for investigation. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door.¿ it is not possible to test interoperability since it is managed by a third-party software configured by the facility, which is not available to dchu. Interoperability is designed to help automate existing manual workflows with regards to programming infusions on the pump and syringe modules. Interoperability refers to the ability of the system pump module and syringe module to: receive infusion order parameters from a third-party system for pre-population. This may be referred to as an automated programming request. Publish infusion status messages for consumption by third-party systems. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause for the reported event of an over infusion of tpn was attributed to user programming error. It was noted that the incorrect infusion rate of 70 ml/h ran for approximately 11 hours, from the time of the reported incident, before being manually changed to the intended rate of 42ml/h on 23jan2025 at 7:22 am. It also should be noted that it is not possible to test this since interoperability is managed by a third-party software managed by each individual hospital which is not available to dchu.

Event description:
It was reported that a patient with sepsis was ordered a routine infusion of total parental nutrition (tpn) plus electrolytes at a rate of 42ml/hr with a volume to be infused of 1008ml. The infusion was completed in 15 hours and 29 minutes. Treatment team was notified. Dextrose 10% and insulin was started. Patient's electrolytes returned to baseline.